Manufacturer narrative:
A carefusion field service representative (fsr) evaluated the device onsite. The fsr found the start/stop button was not working. The fsr replaced the driver displacement indicator board and performed the user verification test and operational verification procedure. The device is now operating to specification.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the oscillator stopped oscillating, while the device was in use on a patient. The patient was removed from the oscillator and placed on a conventional ventilator. There was no patient harm. Reportedly, when the user presses the start/stop button, the oscillator starts but as soon as the user lets go of the button, the oscillator stops. Sometimes when the user presses the start/stop button to stop the oscillator, the unit does not stop oscillating.